Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas during a pancreatic collection drainage procedure performed on (B)(6) 2023. During the procedure, the stent first flange was deployed; however, the handle broke and the second flange was unable to be deployed. The physician used pediatric forceps to fully deploy the stent. The procedure was completed using the original stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. A photo of the device provided by the complainant shows that the handle was broken.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an axios electrocautery enhanced delivery system was returned for analysis; the stent was not returned. Visual examination of the returned device found the control hub separated/detached from the handle. No other problems were noted to the delivery system. The reported event of stent partially deployed cannot be confirmed as the stent was not returned. The reported event of handle break was confirmed as the control hub was returned separated/detached from the handle. Taking all available information into consideration, the investigation concluded that the reported events were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and/or the technique used by the physician (force applied), limited the performance of the device and contributed to the reported events. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas during a pancreatic collection drainage procedure performed on (B)(6), 2023. During the procedure, the stent first flange was deployed; however, the handle broke and the second flange was unable to be deployed. The physician used pediatric forceps to fully deploy the stent. The procedure was completed using the original stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. A photo of the device provided by the complainant shows that the handle was broken.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.